Event description:
Tampon feel apart inside of me...had to dig it out - vagina [foreign body in reproductive tract]. Tampon feel apart inside of me [device breakage]. String came out and I had to pull pieces out - tampon [complication of device removal]. Case narrative: consumer reported phone that the tampon fell apart inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.